Event description:
It was reported that "got screw in 3/4's of the way and the screw would not advance or back out."

Manufacturer narrative:
Hardware, including add'l rod (cat# 48552030) and blocker (cat# 48551000), was removed and replaced. No adverse consequences to the pt are reported. Add'l info has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following engineering eval.